Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Upon review, it was noted that the device exhibited episodes on post paced t-wave oversensing. No further information was available.

Event description:
New information received notes the patient was brought in the clinic on (B)(6) 2017. The device was reprogrammed. The patient will continue to be monitored.